Event description:
It was reported that the device would not hold the small pin. The condition of the device was discovered during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off and there was debris inside the collet finger slots, not allowing the collet to close fully around the pin.